Event description:
It was reported that customer was hospitalized for high blood glucose levels and ketones. It was reported that the insulin pump alarmed motor error. Customer stated that the insulin pump pushed all of the insulin out of the reservior during an infusion set change. Customer's blood glucose reading was 585 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Troubleshooting was done for motor error and high blood glucose. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test and the displacement test. No motor error alarm was noted during testing. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The occlusion test could not be performed due to the prime anomaly. The motor passed the motor test. The insulin pump was received with cracked battery tube threads and minor scratches on the display window.